Event description:
The user facility reported that the table arm boards are splintering. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris account manager received photographs of the armboards from the (B)(6) medical center equipment coordinator. Both armboards show fracturing typical of an upward force. Splintering or cracking of the lamination on the carbon fiber may occur if the table is articulated in "flex" or "reflex" position and an upward force is exerted on the armboard. The anesthesia armboard device specification ((B)(4)) section 4.8 states the "expected useful life [is] 5 years under normal use." The armboard serial number (B)(6) indicates that this accessory was made on (B)(6) 2002. The serial number of the second armboard could not be identified as the serial number label was torn from the armboard. Each armboard has a warning label stating, "check accessory for damage or wear prior to each use". As stated in the instructions for use, "warning - safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to using the anesthesia armboard. Do not use equipment if worn, damaged, or pieces are missing." The armboards subject of the reported event have been removed from service.